Event description:
Patient's meter was reading inaccurately. The customer service representative had replaced patient's control solution at that time. Patient's meter had only been prompting error 1. The evening before they had been feeling high and unable to obtain a result, due to the error 1. Patient was referred to the ER by their pharmacist. The ER meter had read "300 mg/dl" and they were treated with 2 bags of "gloco", as described by the patient. Pt was released with a blood glucose reading of "100 mg/dl" the customer service representative attempted to resolve the error message, however, the meter would only prompt error 1. As described in the owner's manual, the error 1 message would indicate that there is a problem with the meter. The meter was replaced due to the unresolved issue.